Event description:
It was reported that the patient underwent an initial surgery for an acromioclavicular joint dislocation. Subsequently, the patient acromioclavicular joint dislocated again the next day due to an unknown reason. The patient was revised two months later.

Manufacturer narrative:
(B)(4). G2: foreign: japan. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified that there is damage to both buttons on the outer edges and scratches on the parts. 3 pieces of sutures were returned not attached to the buttons as intended. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.